Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock with his device. Testing performed by a company representative confirm that the device was not functioning. Surgery to explant the patient's c1 device has been scheduled.